Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. It was reported that the device was not cutting skin. No further information provided.

Event description:
It was reported that there was a cutting issue during surgery in which a slight delay occurred. A replacement was available and able to complete procedure successfully. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the bearing was worn and loosening and the motor, bearings, o-ring, seal, reciprocating arm, and external e-ring were replaced and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm since it was manufactured. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.